Event description:
During treatment of an 80%-90% mixed calcified plaque/lesion which was approximately 2.0 mm- 2.5 mm in length, in the distal posterior tibial artery, the jade balloon separated from the catheter on exiting the sheath during the procedure. The balloon was initially inflated at lesion site. There was difficulty to remove the orbital atherectomy device (oad) after balloon deflation. However, the balloon was pulled and eventually removed. After physical inspection and results from angiography showed a part of balloon at the site of inflation and this part of the balloon was left in the leg.

Manufacturer narrative:
Csi ID: (B)(4).

Manufacturer narrative:
MFR report #: 3003775186-2023-02475. Updated fields: b4 & f7. Csi ID: (B)(4).